Manufacturer narrative:
(B)(4) do not apply to this event.

Event description:
Additional information received later indicated that the representative came to their home and it was very convenient. The reported issue of por and pain were corrected and resolves patient was pleased.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was implanted a day before the call and was trying to connect to her ins when she got por-power on reset. The therapy had turned off and reset to shipping parameters. The patient reported she was hurting. The change in therapy/symptoms was considered gradual.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.